Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) had encountered a duplicate address error on multiple half height cubie pockets. The fse reseated the row board cable connections and reseated all cubie trays and pockets. The customer was assisted in unloading medications from pockets with the duplicate address error and reloading them afterward. All pockets and the drawer were tested and successfully recovered. Preventive maintenance service on the medication station was completed. The system functioned as intended after the field service engineer repaired the device.